Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was seen in the clinic and non-sustained ventricular tachycardia (vt) episodes were noted which all show short episodes of noise on ventricular lead. These episodes have been noted previously but were unable to reproduced in the clinic. These episodes also seem to occur only at night. The device remains in use. No patient complications have been reported as a result of this event.